Event description:
It was reported that on the central, a normal curve for o2 saturation could be seen as well as a sufficient o2 saturation value. In addition, it was reported that the m300 did not generate any alarm. After the pt was transferred, the nurse reported that the m300 displayed an o2 saturation value on the central while there was no connection to a pt. It was reported that the pt was breathing heavily. (B)(4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.